Event description:
A cardiac resynchronization therapy pacemaker system was returned to the manufacturer from an unknown person with no information. Further review of the manufacturer's database indicated the patient died approximately seven months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. Should additional information become known through follow-up, it will be added to the event and processed accordingly. The cause of death was requested and not received. Concomitant products: 419388 implantable pacing lead (B)(6) 2005; 4568-45 implantable pacing lead (B)(6) 2000. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
Additional information was obtained from central texas palliative care associates indicating per the death summary, the patient's cause of death was left ventricular dysfunction due to complete heart block, cardiomyopathy, hypertension and rheumatic heart disease. The patient had a history significant for atrial fibrillation and atrial flutter.

Event description:
A cardiac resynchronization therapy pacemaker system was returned to the manufacturer from an unknown person with no information. Further review of the manufacturer's database indicated the patient died approximately seven months post the device system implant. A cause of death was requested and not received.

Manufacturer narrative:
No eval explain code.